Manufacturer narrative:
The svc technician found that the bed exit could not be set due to the bed exit not being zeroed before putting a pt in the bed, user error. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 through 2014. It is unk if the facility performed any other preventative maintenance on this bed. The svc tech zeroed the bed exit system without a pt in the bed to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the bed exit alarm is not engaging. The bed was located on the 3rd floor at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).